Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000176, serial/lot #: rev. 1 : s/n (B)(4). A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the power conversion enclosure. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure was returned to the manufacturer for analysis. Analysis found transistors q28 and q14 were found to be shorted. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the power conversion board would run when the imaging system was unplugged. Resulting in the batteries being drained. There was no patient present when this issue was identified. Troubleshooting found that the imaging system was not charging as the voltages were all noted to be below the 20v specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.